Event description:
Device inserted on (B)(6) 2022. During the insertion the balloon is checked. During the insertion the balloon is filled with 10ml eppi but leak so the balloon is filled with 15ml/20ml, no more leak. Then monday, leaks observed. Balloon leaked and deflated so reinflated with 15ml eppi at least 1 time. At 6am on (B)(6) 2022 the catheter self-expelled near the patient with the balloon burst. Clinical consequences: as of today, the patient has no pain and resumed spontaneous urination. Nevertheless, we are not sure if pieces of the balloon are still in the patient's bladder. The doctor has been informed and the urologist's advice will be requested.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
Device inserted on (B)(4) 2022. During the insertion the balloon is checked. During the insertion the balloon is filled with 10ml eppi but leak so the balloon is filled with 15ml/20ml, no more leak. Then monday, leaks observed. Balloon leaked and deflated so reinflated with 15ml eppi at least 1 time. At 6am on (B)(6) 2022 the catheter self-expelled near the patient with the balloon burst. Clinical consequences: as of today, the patient has no pain and resumed spontaneous urination. Nevertheless, we are not sure if pieces of the balloon are still in the patient's bladder. The doctor has been informed and the urologist's advice will be requested.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. An actual sample was returned for investigation. Based on complaint description, it was reported that balloon leaked and deflated. Then, the catheter was self-expelled near the patient with the balloon burst. Visual examination conducted on the returned sample observed the balloon already burst and encrustation presence throughout the catheter. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual sample. Also, based on pictures 3 & 4 above, there were scratch marks observed on the balloon surface of the sample. Burst or leak balloon may happen due to several reasons such as in contact with sharp object during use i.e contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also burst because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could possibly lead to balloon tear. Refer to picture 5 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In current standard operating procedure as per spm-a51-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spm-a52-004). Catheter with defective balloon will be culled out. Conclusion : based on the investigation conducted, burst balloon may have likely happened due to encrustation and in contact with sharp or pointed surface leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.